Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a brief loss of glucose display on the ilet, described as three lines within the circle, while using a dexcom g7 sensor; the glucose value resumed during the call, and education was provided on maintaining bluetooth proximity between the ilet and sensor. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included no impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education on bluetooth connectivity and device-to-sensor proximity. Investigation of this case revealed normal device function resumed without further action and no recurring alerts or alarms were reported. It was concluded that the event was related to transient bluetooth connectivity and that the ilet and sensor continued to function as intended after guidance.